Event description:
Customer reported unexpected negative reactions for antibody screen on the galileo. The instrument missed three antibodies during validation: anti-fyb and two examples of anti-e.

Manufacturer narrative:
The images from the instrument were downloaded for review. The images displayed fuzzy buttons in the negative wells. On one plate, g1 and h1 have hazy buttons and resulted as positive reactions with a reaction grade of 3+ for both wells. The customer's comparison method was manual capture using peg. Reactivity was strongest with peg (1 to 2+ reactivity). The customer did not submit samples for investigation testing. It is possible the nature of the samples contributed to the event.